Manufacturer narrative:
The subject device is not cleared for market distribution in the united states, but a similar device in the same product family is. (B)(4).

Event description:
It was reported that the t2 implant would not deploy from the fast-fix 360 curved device. Patient injury was reported since t1 was not removed from the patient and was left unsupported. A 15 minute delay was noted. Procedure successfully completed with a back-up device.

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent on two planes. Both ts remain on the insertion needle. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No further adverse patient consequences were reported. No further harm is anticipated based on the information provided with this case. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).